Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure. Troubleshooting was unable to resolve the issue. Next course of action is undetermined at this time.

Manufacturer narrative:
The patients weight was received during follow up.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.